Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to oversensing with pacing inhibition but no asystole, likely due to a conductor failure, although was not visually confirmed. High pacing thresholds was also noted. The lead was replaced with a non-bsc lead.